Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03933 and 2134265-2018-04156. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention, it was noted that the opticross could not be pulled back and could not show the image of the target lesion. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.